Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that pt experienced a broken sensor five days after insertion. Patient's mother removed the sensor because pt was complaining that it was painful. Upon removing the sensor, patient's mother noticed that the sensor wire appeared shorter than normal. Patient's mother inspected the insertion site, however, and did not think that the wire fragment was retained underneath patient's skin. Patient's mother reported that pt experienced some redness and itchiness at the insertion site. No medical intervention was required, and pt was fine at the time of his mother's call to dexcom technical support.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.